Manufacturer narrative:
(B)(4). Date sent: 4/10/2026 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a lot number a97l7v and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the powered vascular device locked out and failed to open. Stapler had previously fired as it should. Was rinsed an inspected between each reload. Stapler would then not fire and was locked onto tissue. They followed proper troubleshooting technique of reverse, battery out and in, reverse, and all failed. They then went to manual override which they engaged until they could no longer crank and the device still would not open. Surgeon was then forced to forcibly remove the device from the artery. They did need to utilize a new stapler. Customer did not report if there was patient impact, but they were able to continue case with additional stapler. There was 20 mins of surgical delay was reported. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2026. D4: batch #497d85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The manual override was totally functional. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 497d85, and no non-conformances were identified.